Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to poor pacing threshold. The device could be placed at the target site, but the threshold was poor on all electrodes, and the event did not improve even though the placement position was changed. Additional information indicated that physician believes that the possible cause of poor threshold was due to large area of myocardial infarction and the few myocardial sites that responded, spiral l could not place electrodes at the response sites. Also, it may be due to the possibility of the electrode being separated from the myocardial side by the spiral. Additionally, it was noted that the capture was successful after changing the lead and the procedure was completed. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm high-capture-threshold based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. Also, electrode end damage was not confirmed as electrical continuity and hipot testing passed, and visual inspection showed no abnormalities. Further, no problem detected was selected based on analysis of the returned product. Analysis found no evidence of device defect or anomaly outside the bounds of normal medical use. The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to poor pacing threshold. The device could be placed at the target site, but the threshold was poor on all electrodes, and the event did not improve even though the placement position was changed. Additional information indicated that physician believes that the possible cause of poor threshold was due to large area of myocardial infarction and the few myocardial sites that responded, spiral l could not place electrodes at the response sites. Also, it may be due to the possibility of the electrode being separated from the myocardial side by the spiral. Additionally, it was noted that the capture was successful after changing the lead and the procedure was completed. A new lead was implanted. No adverse patient effects were reported.